Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a metallic fragment was observed on the surface of an intraocular lens implant one day following cataract removal with lens implantation. There is no harm or injury to the patient reported. Additional information has been requested.